Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient¿s mother reported that her son¿s blood glucose (bg) reached ¿high¿ (> 500 mg/dl) and that his bg rose to 670 mg/dl upon arrival at the emergency room (ER) where he was diagnosed with diabetic ketoacidosis (dka). The pod was removed and they noticed the cannula was bent. They placed him on an intravenous therapy of saline and he was treated with manual injections. He stayed in the ER overnight and was released from the hospital on the next day with bg reading in the 300¿s mg/dl.